Event description:
This lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to an unknown product performance issue. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).